Manufacturer narrative:
Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. No error or warning message is shown for the date of treatment. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after event date. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: 2019-80439.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported an overcorrection post lasik. Additional information received states the patient underwent lasik for monovision. Right eye for distance and left eye for near. The patient is not on target with either eye's expected outcome. An enhancement may be needed in the future. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.